Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; pouch model: 8590-1, lot# n314197, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the catheter had either kinked or the drug was not going to the intrathecal space. It was added that a revision was to be done; healthcare provider (hcp) had determined that the pump had the "potential to really flip" so the pump was going to be moved as well, from right bottom flank to the abdominal area with the aid of an additional catheter (8596sc). It was further added that the last time the hcp saw the patient he was unable to aspirate the catheter. Hcp planned to remove the pump from pocket, try to aspirate to determine if there was a kink behind the battery or see if the sc was not attached properly. Hcp also planned to insert dye through the catheter if he was still unable to aspirate. If they cannot aspirate thereafter, hcp would then bolus the catheter volume while injecting dye. Drug delivered via the device was morphine sulfate. It was later reported that the revision was done on (B)(6) 2012. Reporter confirmed a catheter kink. It was stated that during the revision there was free flowing csf (cerebrospinal fluid) coming out of catheter when it was disconnected from pump. They hooked it to pump and were unable to aspirate; however, when hcp disconnected and re-connected the catheter to pump, he was able to aspirate. It was stated that patient was not getting efficacy for about 6 weeks that was the reason why revision was done. The pump had infused for an hour at the old dose after the catheter was aspirated and good csf flow was confirmed. Following revision it was indicated that therapy was re-established.